Event description:
It was reported that the customer¿s team had primed an hls set and had it attached to a cardiohelp on saturday, july 13th. The treatment was initiated with this primed hls set and cardiohelp sometime on tuesday, july 16th. The patient had been doing well and still is doing well on the cardiohelp. It was noticed that the internal pressure (pint) of the hls set was really high (reading 698 mmhg pressure). The arterial pressure (part) was fairly normal at 95 mmhg pressure. This high pint minus the part is what gives a high delta pressure, which was showing at 601mmhg. The customer informed that the internal sensor port on the hls set appeared to have salt-like crystals around some of the metal pins inside the port. She also said that the end of the internal sensor cable for disposables of the cardiohelp looks somewhat corroded, most likely from where it has been in contact with this salt-like substance for the past 11 days. The customer uses plasmalyte fluid as their priming fluid when they prime their hls sets prior to using as therapy on a patient. It is the customer¿s best assumption that some of this plasmalyte fluid dripped or was spilled into this internal sensor port of the hls set and then the sensor cable to plugged into this set for a number of days. The customer believes this could have caused the formation of these salt-like crystals and this material could very likely cause the corrosion on the end of the internal sensor cable. The patient has not come off the machine yet. The cardiohelp complaint is being handled on complaint ot# (B)(4). The failure occurred during treatment. No harm to any person has been reported. A pressure reading failure can lead to a pump stop during treatment, if the intervention is set by the user. Therefore, a report is needed. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the hls set was primed and had it attached to a cardiohelp on saturday, (B)(6). The treatment was initiated with this primed hls set and cardiohelp sometime on tuesday, (B)(6). The patient had been doing well on the cardiohelp. It was noticed that the internal pressure (pint) of the hls set was really high (reading 698 mmhg pressure). The arterial pressure (part) was fairly normal at 95 mmhg pressure. This high pint minus the part is what gives a high delta pressure, which was showing at 601mmhg. It was informed that the internal sensor port on the hls set appeared to have salt-like crystals around some of the metal pins inside the port. Furthermore, it also mentioned that the end of the internal sensor cable for disposables of the cardiohelp looks somewhat corroded, most likely from where it has been in contact with this salt-like substance for the past 11 days. Plasmalyte fluid is the priming fluid when primed their hls sets prior to using as therapy on a patient. It is mentioned that some of this plasmalyte fluid dripped or was spilled into this internal sensor port of the hls set and then the sensor cable to plugged into this set for a number of days. Furthermore, this could have caused the formation of these salt-like crystals and this material could very likely cause the corrosion on the end of the internal sensor cable. On 2024-08-13 the information was received that the patient expired due to a sepsis a few days after he was weaned off and decannulated. The affected cardiohelp was investigated in complaint# (B)(4) (mfg report number8010762-2024-00379). The affected product was investigated by the getinge laboratory on 2024-12-16 with following conclusion: during visual inspection the contamination on the hls cable connector of the hls module could be confirmed. The failure could not be reproduced, the pressure values were normal during functional testing. The contamination of the connector and/or the contamination/damage of the hls cable can lead to wrong pressure values under certain circumstances. A medical review was performed by getinge medical affairs on (B)(6) 2025 with following conclusion:"according to the complaint narrative, the event occurred in the united states during patient treatment. The affected patient is a 51-year-old male with the following details: height 182.9 cm, weight 97.5 kg, and comorbidities including htn, smoking history, bipolar disorder, and ulcerative colitis. Due to cardiogenic shock, ecc was initiated using the cardiohelp system on (B)(6) 2024. Initially, the patient responded well to the therapy and remained stable. However, within one hour of placing the patient on va ECMO, part increased from 281 mmhg to 859 mmhg. The flow sensor was removed immediately when the elevated part was recorded, and debris and discoloration were observed on the flow sensor prongs. Additionally, the customer identified salt-like crystalline deposits around several metal pins within the internal sensor port of the hls set. The internal sensor cable connected to the cardiohelp disposable component showed signs of corrosion, likely due to prolonged exposure to these deposits over the past 11 days. The customer explained that they use plasmalyte fluid as the priming solution for hls sets before initiating therapy. It is believed that some of this fluid may have accidentally entered the internal sensor port of the hls set, where the sensor cable remained connected for an extended period. The customer suspects this may have led to the formation of crystalline deposits, contributing to the corrosion observed on the sensor cable. Furthermore, it was reported on august 16, 2024, that the patient passed away a few days after decannulation due to sepsis. The log files support the customer's statements. The multiple disconnections and defect notifications of the tart sensor suggest that the user made several unsuccessful attempts to investigate and/or correct the imminent pressure increase in part.the salt-like crystalline deposits around several metal pins within the internal sensor port of the hls set, as already described by the customer, as well as the corrosion on the hls cable, were confirmed by both, the getinge service technician and the investigation report 1090204. In investigation report 1090204 (cardiohelp), foreign material deposits were detected around the receptacles and on the contacts during the testing of the affected hls cable. It was noted that there was unusually high mechanical resistance when connecting the plug and socket, and the values were only intermittently displayed when both ends were manually pressed together. This issue had been previously examined, and the deposits are likely residues of the priming fluid. The presence of conductive fluid interferes with signal transmission, which can cause the displayed measurements and values to fall outside the acceptable tolerance. As a result, the root cause was determined to be fluid ingress. In the IFU for the cardiohelp, in section 2.2.3 "handling the cardiohelp-I," a warning is provided stating that the following should be observed during use: "protect any connections not in use with the protective caps supplied" furthermore, it is assumed that the reported incident unlikely had an impact on the patient's outcome, as the pressure readings, without active interventions, did not affect the necessary blood and gas flow settings. Additionally, the customer stated that the patient expired due to complications from sepsis. However, the sudden high-pressure readings for part may have created a stressful situation for the user, potentially leading to less reliable device data." According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2025-02-06. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "connector for hls cable contaminated" could be confirmed, but the reported incident unlikely had an impact on the patients outcome. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The affected product was investigated by the getinge laboratory on 2024-12-16 with following conclusion: during visual inspection the contamination on the hls cable connector of the hls module could be confirmed. The failure could not be reproduced, the pressure values were normal during functional testing. The contamination of the connector and/or the contamination/damage of the hls cable can lead to wrong pressure values under certain circumstances. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was initially reported that the customer¿s team had primed an hls set and had it attached to a cardiohelp on saturday, (B)(6). The treatment was initiated with this primed hls set and cardiohelp sometime on tuesday, (B)(6). The patient was doing well on the cardiohelp. It was noticed that the internal pressure (pint) of the hls set was really high (reading 698 mmhg pressure). The arterial pressure (part) was fairly normal at 95 mmhg pressure. This high pint minus the part is what gives a high delta pressure, which was showing at 601mmhg. The customer informed that the internal sensor port on the hls set appeared to have salt-like crystals around some of the metal pins inside the port. She also said that the end of the internal sensor cable for disposables of the cardiohelp looks somewhat corroded, most likely from where it has been in contact with this salt-like substance for the past 11 days. The customer uses plasmalyte fluid as their priming fluid when they prime their hls sets prior to using as therapy on a patient. It is the customer¿s best assumption that some of this plasmalyte fluid dripped or was spilled into this internal sensor port of the hls set and then the sensor cable to plugged into this set for a number of days. The customer believes this could have caused the formation of these salt-like crystals and this material could very likely cause the corrosion on the end of the internal sensor cable. The affected cardiohelp device will be investigated in complaint# (B)(4). On 2024-08-13 the information was received that the patient expired due to a sepsis a few days after he was weaned off and decannulated. A follow-up medwatch will be submitted when additional information becomes available.